Event description:
This was a lead removal case to extract 2 non-functioning rv ICD leads. The leads were prepped with llds and they lasered using 14fr sls iis. The 1st lead (stj 7170) was removed without difficulty. The 2nd lead (biotronik td 65/18) was then addressed. Bp and pulse were stable, however, the patient began experiencing oxygen desaturation. The 2nd lead broke at the distal coil about 20 minutes after ablation had started on that lead. The patient continued to desat, anesthesia was hand ventilating the patient, and the CT surgeon was called. A tee was placed and an atrial septal defect (asd) and tricuspid regurgitation were noted. Patient was taken for surgery to remove the 2nd lead, repair the asd, and replace the tricuspid valve. Surgeon stated that the asd noticed on echo was chronic, not acute. The extraction caused a papillary muscle on the tricuspid valve to rupture causing severe tricuspid regurgitation. The change in the right sided heart pressure made the asd more prominent and resulted in the desaturation. Patient was stable and recovering in the hospital.